Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that catheter coating was peeled off. The 90% stenosed target lesion was located in a moderately tortuous and mildly calcified right coronary artery (rca). During percutaneous coronary intervention, an opticross imaging catheter was selected for us. There was no problem on the first usage, but after placing the stent, the opticross imaging catheter was unable to be delivered at the mid rca before reaching the stent. The physician noticed that the coating was peeled off, and the usage was stopped. No patient complications were reported.